Event description:
It was reported by the dealer svc engineer that the c-arm moved down without initiation and allegedly came into contact with the armrest of a wheelchair. Allegedly the pt's hand was on the armrest and the fingers were injured.